Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, while trying to deploy the stent, the shaft broke. The device was able to be removed from the patient's body using a snare. The procedure was completed with no patient complications reported and the patient's status was stable.

Event description:
It was reported that shaft break occurred. A 3.00 x 12 synergy drug-eluting stent was advanced for treatment. However, while trying to deploy the stent, the shaft broke. The device was able to be removed from the patient's body using a snare. The procedure was completed with no patient complications reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product. Synergy ii us mr 3.00 x 12 mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no issues. A visual and tactile examination of the hypotube shaft found a break situated at 360 mm distal to the distal end of the strain relief as well as multiple hypotube kinks. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during the product analysis.